Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the guidewire in the port kit caused the patient¿s blood vessel to rupture. The guidewire was removed. There was patient injury reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport isp MRI with 6fr chronoflex catheter kit was returned for evaluation. A bend was noted near the distal tip of the guidewire. When viewed under magnification, no anomalies were noted to the guidewire tips. The investigation is confirmed for a bent guidewire, though the investigation cannot be confirmed for the reported issue as the conditions of use could not be replicated. It is possible that the reported guidewire puncture occurred due to the same failure that caused the identified guidewire bend. Additionally, per the evaluation results, both the guidewire and introducer sheath/dilator possessed bends near their distal tips. Therefore, it is possible that procedural issues occurring during advancement of the guidewire and/or introducer sheath/dilator contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 08/2019).

Event description:
It was reported that during port placement, the guidewire allegedly caused the blood vessel to rupture. It was further reported that the guidewire was removed and there was not port placed. The patient status is unknown.